Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up and the device shut down during testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the device's high voltage module was replaced to remedy the problem. The device was recertified and returned to the customer. The high voltage module board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transistor on the high voltage module board. Analysis for reports of this type has not identified an increase in trend.